Event description:
During servicing for preventive maintenance (pm) on (B)(6) 2022, the battery could not be placed into the autopulse platform (sn (B)(4) as the battery spring guides inside of the battery compartment were bent no patient involvement.

Manufacturer narrative:
On (B)(6) 2022, the returned autopulse platform (sn (B)(4) was serviced for preventive maintenance (pm). The autopulse platform failed the initial functional test as the battery spring guides were damaged not allowing the battery to be properly seated into the platform battery bay. The root cause was likely attributed to user mishandling. To remedy the issue, the damaged battery spring guides need to be replaced. To perform the functional testing, the battery spring guides were bent for time being to place the battery, and the platform passed the functional test without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).